Event description:
It was reported via repair work order that the left side calf rest would not stay attached to bed as the mounting screw was broken off in the left foot assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.